Manufacturer narrative:
A touchscreen assembly was returned for analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that no fault was found..

Manufacturer narrative:
B4:17aug2021. The service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the touchscreen to address the issue and the unit was checked overall, tested, cleaned, functionally tested and no abnormality was confirmed. It is unknown if the patient was connected to the ventilator at the time of the event. No harm was reported. The philips remote service engineer (rse) reached out to the customer in an attempt to obtain additional information; however, the customer did not provide the context. No further details are available. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
Date of report: 28jul2021.

Event description:
It was reported that the ventilator¿s touchscreen did not work. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. There was no report of harm or injury to the patient.